Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 78 to 75 mg/dl at the time of the incident. The customer was at 113 mg/dl at the time of the call. The customer treated the low with food. Troubleshooting was completed but did not resolve the issue. The customer was using a competitor's sensor. The insulin pump will be returned for analysis.